Event description:
It was reported that a pt was undergoing lung surgery and fluid warmers were in use to allow rapid infusion of warmed blood. During the procedure a fluid warmer gave a warming alarm and could not be restarted. A second fluid warmer was placed and this unit also alarmed and could not be used. As an immediate transfusion was required, blood was infused without warming. The pt's temperature dropped 3 to 4 degrees. During the procedure the pt did arrest and required resuscitation. The pt is reported to have recovered with no incident related medical sequela.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.